Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information was received on 05/02/2025: this occurred during a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed using one 2.6 rc fibertak for the medial row and ar-2324kbcct for the lateral row, and before insertion, the tape was removed from the eyelet to allow the fibertak suture to pass through instead. There was a case delay due to the need to retrieve the eyelet and anchor arthroscopically and prepare for a new anchor. Bone quality was decent, and the fibertak insertion proceeded without issues. The silver punch, ar-1927pb, was used to create the pilot hole.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/04/2025, it was reported by a sales representative via email that an ar-2324kbcct knotless swivellock was inserted into the pilot hole, malleted down to bone, and turned to advance the threads. Once the orange tab was taken off, sutures were unraveled, and when the surgeon went to take the driver out, the sutures prevented the driver from coming out, causing the anchor to rip out of bone, and the suture to remain caught in the swivelock driver. We attempted to pull the suture out of the pear head on the back table, and it would not move. This occurred during use in a case with no patient effect. Additional information requested on may 2, 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.